Event description:
Procedure: lap gastric bypass. According to the reporter: the surgeon fired the reloads on the jj and to close the common stabs (all small bowel). During the case everything seemed fine but the pt had a delayed bleed post-op day 2, which quit with non-operative management. However, the pt, after being discharged, was re-admitted to the hospital 9 days post-op with another delayed gi bleed (from the jj staple line).

Manufacturer narrative:
(B)(4).